Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# mw5040275) in united states on (B)(4) 2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2009. Consumer reported that within months after essure insertion she started having abdominal pain, headaches, weight gain, and depression. As the years progressed her symptoms worsened and became more complex. Four and a half years later she had debilitating wide spread pain, chronic fatigue, and severe abdominal pain as well as back pain, breast pain, dizziness, stabbing pelvic pain, anxiety, panic attacks, frequent urination, brain fog, loss of energy, dental issues, excessive vaginal discharge, lots of yeast infections, allergy and sinus problems, painful intercourse, kidney stones, and bladder infections. Her doctors diagnosed her with fibromyalgia and chronic fatigue syndrome, anxiety and depression. On (B)(6) 2014 essure was removed. No additional information was provided. The seriousness criteria hospitalization was mentioned in the source document in the sections event report type and event outcome but not specified and/or assigned to one of the events. Follow-up received on (B)(4) 2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a few months later she experienced severe abdominal pain among other non-serious events. Essure inserts were removed approximately after 5 years. This event is serious due to hospitalization and implied required intervention. According to essure's reference safety information, this abdominal pain is listed. Abdominal pain may occur with essure therapy. In this case, a few months after essure insertion, she started having abdominal pain that worsened, as years progressed, to a severe abdominal pain four and a half years later. Since essure removal was required (intervention implied) this case was considered an incident. Product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Follow-up received on 27-aug-2015: the required number of follow-up attempts has been completed with no response to date. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a few months later she experienced severe abdominal pain among other non-serious events. Essure inserts were removed approximately after 5 years. This event is serious due to hospitalization and implied required intervention. According to essure's reference safety information, this abdominal pain is listed. Abdominal pain may occur with essure therapy. In this case, a few months after essure insertion, she started having abdominal pain that worsened, as years progressed, to a severe abdominal pain four and a half years later. Since essure removal was required (intervention implied) this case was considered an incident. Product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information was obtained despite follow-up attempts.

Manufacturer narrative:
(B)(4).